Event description:
It was reported during device check there were alerts for at/af burden had been exceeded, but this did not correlate to device diagnostics. It was suspected that the device counters were not cleared at the previous check. No programming changes were made to device. There were no adverse consequences to the patient.